Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, broken belt clip slot, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place.

Event description:
The customer reported via phone call that they had to tape the reservoir to stay in place. The customer's blood glucose was unknown at the time of incident. The customer reported that the reservoir compartment was cracked and pieces broke off. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.